Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power cord on the mobile view station (mvs) computer was loose and tightening the cord resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) was rebooting itself without any prompt from the user after turning on the system. It was reported that no beep was heard other than normal beeps when the software boots up and no error messages were received. There was no patient present at the time of the issue.